Manufacturer narrative:
On 12/04/2024 updates: updated d1 from alinity m resp-4-plex to alinity m system. Updated d2 from reagents, 2019-novel coronavirus nucleic acid to real time nucleic acid amplification system. Updated d4 catalog from 09n79-090 to 08n53-002. Added d4 serial number. Removed d4 lot number. Updated d4 UDI from (B)(4). Added g4. Updated h4 from 20-aug-2024 to 23-feb-2021.

Event description:
The customer reported 2 false positive results for the sars-cov-2 target on the alinity m resp-4-plex amp kit. Sid (sample ID) (B)(6) were tested on (B)(6)2024 and gave results of 37.01 and 36.93, respectively. The customer considers these results to be discrepant. The samples were repeated using another system (genexpert) with results of not detected. A different aliquot was used. The customer did not believe the positive result due to patient history. The result reported outside the laboratory was not detected for both samples. There has been no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a service history review, customer data review and a complaint history review. Investigation is summarized as follows: service history review: a service history review was performed to identify any similar complaints to the reported complaint while using the alinity m system (list 08n53-02) serial number (sn) (B)(6). The review did not identify any additional tickets related to the issue under investigation. Customer data review: the runs involving reported samples were valid, met assay specification requirements, and no error codes or flags were displayed. The amplification curves appeared normal and exhibited normal amplification for the internal control for the 2 reported sample ids (sids). As per the ticket notes, different aliquots were used for testing on the comparator platform genexpert. As no information was provided regarding sample preparation process, different preparation techniques may have led to the discrepancy. Furthermore, different platforms have different sensitivities and therefore results are not comparable between the two platforms. The review of the customer data demonstrated the alinity m system (list 08n53-02) serial number (sn) (B)(6) is performing as expected. A product deficiency was not identified by this evaluation. Complaint history review complaint trending was reviewed and a trend violation was not identified. Based on the results of the investigation elements, a product deficiency for alinity m system (list 08n53-02) serial number (sn) (B)(6) was not identified.